Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and contrast buttons had intermittent response requiring multiple presses to evoke a response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button was intermittently responding for two to three months. The patient stated that the button was responding about 1 out of 3 presses. The patient stated that the button symbols were starting to wear but there was no noted damage to the keypad. The patient reportedly wore the pump in a pants pocket and did not clean the pump.